Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed the implantable cardioverter defibrillator (ICD) in backup vvi mode. No changes or intervention was reported. There was no patient consequences.